Event description:
It was reported that the pt had a catheter dye study where it was noted that the dye reached the tip of the catheter but there was difficulty noting the spread of dye. A rotor study was performed and no issues were noted. An MRI was also taken; results not reported. The pt was taken for surgery for further eval. The hcp encountered difficulty pushing the syringe and a minimal amount of cerebrospinal fluid was aspirated from the catheter. The hcp disconnected the catheter and flushed through the access port of the pump without difficulty. The catheter was cleared and dye injected without any leakage noted; there was expected dispersion of dye. Cerebrospinal fluid was noted to be dripping from the catheter when opened. The catheter was disconnected and no issues were noted. The pump and connector were replaced; the hcp was not "comfortable" with the sutureless connector. No pt symptoms were reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.